Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power events while connected to an mpu, was confirmed in the submitted log file. No product was returned for evaluation. The log file contained approximately 45 days of patient event data. Per the log file, the patient appeared to be properly managing their external power sources. The mpu was being used for extended rest periods (sleep) and fully charged batteries were being used for power source replacements. There were two brief loss of external power events ¿ lasting at most a few seconds. The controller operated on backup battery power due to the events. The mpu was the power source before and after each event. The customer reported that the patient¿s facility lost ac power on one occurrence. The reason for the other loss of external power event was could not be determined from the log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic for a routine visit. On vad interrogation, the patient had 2 episodes with no external power and low voltage on (B)(6) 2019. Patient denies any vad alarms. Log file analysis observed the no external power event on (B)(6) 2019. This was caused by power to the mobile power unit being briefly interrupted. This may be due to the mobile power unit ac power cord coming loose at the mobile power unit, ac wall outlet or house power disruption. It is not know whether the mobile power unit plug was loose at the time of the alarms. The patient reported the power was turned off at the facility briefly. The patient had no adverse reactions. No further information was provided.